Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable cardioverter defibrillator (ICD) system was placed, and the defib rillation function was turned on. The patient developed ventricular fibrillation (vf) on the table. Multiple external defibrillation shocks were delivered, but all were unable to convert the arrhythmia, and the patient subsequently passed away.